Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the pump into a different wall outlet using a tandem wall adapter and charging cable, after which the pump began charging with no further assistance required.